Event description:
In 2001, the clinician successfully implanted a gore excluder thoracic endoprosthesis device for the treatment of a thoracic aortic aneurysm. In 2005, a follow up CT scan detected an endoleak with thoracic aneurysmal enlargement. It was not clear whether the endoleak was type I or type iii. A re-intervention to address the aneursysmal enlargement is planned for the near future.